Manufacturer narrative:
(B)(4).

Event description:
The staff pharmacist reported to a corporate product surveillance associate of one clearlink paclitaxel set, in which leaking was detected during administration of chemotherapy agent. The customer stated that the set appears to be leaking from the bottom of the filter and none of the drug was spilled on the patient or the clinician. The set packaging for the reported item is not available. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.